Event description:
It was reported by the customer that a pyxis medstation es system main drawer containing matrix pockets was jammed and cannot be opened due to a malfunctioning spring mechanism. The customer stated that they were able to remove the required medication from another machine. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was due to a broken solenoid link pin assembly in matrix drawer 1. A field service engineer replaced the damaged solenoid link pin assembly to address the issue. The system functioned as intended after the field service engineer troubleshooted the device.